Manufacturer narrative:
The patients weight was not provided. The pump exchanges was captured under MFR report number 2916596-2017-00037 (B)(6) 2016 and MFR report number 2916596-2017-00554 (B)(6) 2017. (B)(4). Approximate age of device ¿ 53 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient¿s lactate dehydrogenase (ldh) was elevated. The patient¿s condition continued to deteriorate and the ldh level peaked at 1700 u/l accompanied by worsening creatinine levels. The clinicians suspected device thrombosis, and the patient underwent a pump exchange on (B)(6) 2017. The patient was known to have recurrent history of device thrombosis and had undergone exchanges on (B)(6) 2016 and (B)(6) 2017.

Manufacturer narrative:
No device-related issues were identified through the evaluation of the explanted pump, and a correlation between the device and the report of elevated lactate dehydrogenase and suspected pump thrombosis could not conclusively be established through this evaluation. The explanted pump was returned assembled with the driveline severed approximately 6.5 inches from the pump housing and the distal portion not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered thrombus formations or depositions. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications.

Manufacturer narrative:
It was initially reported that the explanted pump was returning for analysis; however, the device was not returned. Multiple requests for return of the explanted pump were issued to the customer; however, no information regarding pump disposition was provided and to date, vad-(B)(4) has not been returned for evaluation. No product was returned for evaluation. A correlation between the device and the reported elevated lactate dehydrogenase and suspected pump thrombosis could not be conclusively determined. Hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.